Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Due to suspected metallosis, joint fluid was collected. Adept and accolade tmzf were used in the primary surgery. Removal surgery is planned but the date is not decided.